Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: driveline silicone pulled away from metal at distal end. Specific component(s) involved: driveline malfunction. Additional text: silicone pulled away from metal, no alarms or malfunctions. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : clam shell repair. Implant device type: lvad.